Manufacturer narrative:
A visual inspection and functional testing analysis was performed on the returned device. The difficulty retracting the foot was not confirmed during functional testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a proglide device after a transcatheter aortic valve repair (tavr) procedure with a 8f sheath. Reportedly, after deployment of the suture, the foot plate was difficult to close. After manipulating the device (advancing/rotating), the foot place was able to close and the proglide was removed. However, after removal, manual compression was needed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.